Event description:
Customer reportedly obtained four results of 3.8 inr and one result of 3.6 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. No treatment information provided. No adverse event reported. Requested return of suspect system for evaluation.